Manufacturer narrative:
Per the clinic, the patient experienced magnet dislodgement following an MRI (3 tesla). Replacement of the magnet is planned but has not taken place as of the date of this report. This report is submitted on 14 november 2019.

Manufacturer narrative:
This report is submitted on september 27, 2019.

Event description:
Per the clinic, it was reported that the patient had developed an infection and swelling over the implant site. Subsequently, the patient was treated with a course of oral antibiotics (date not reported).